Event description:
The customer reported via phone call that she had high blood glucose and that the insulin pump had an absence of no delivery alarm. The customer stated that when the reservoir was almost empty, the insulin pump did not alarm her to let her know, leading to the high blood glucose. Her blood glucose was 224 mg/dl. She complained of headache, treating with manual injection. She was advised to disconnect from the device, remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set; insulin exited at the quick release. The infusion set cannula was straight upon removal. She reported that the insulin pump did not alarm during the high pressure test and did not pass the test. She had confusion as a symptom of high blood glucose and was unable to repeat the test. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.